Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.1cm to 9.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.